Event description:
Respiratory therapy personnel were called to check ventilator on patient in micu. Upon arrival to micu, patient was being bagged. Nursing informed the respiratory therapist that water was filling up in the column and splashing on floor when tubing was taken off to be drained. The physician was notified and immediately put patient back on ventilator and the patient was okay. The respiratory therapist later came back to check the ventilator noticing that the patient's forehead was turning blue. The tubing was taken off the column and changed. Everything was fine with patient and ventilator.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.